Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficult to open or close the foot was not confirmed. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to a difficult to open or close the foot include, but not limited to tissue or suture caught in the foot which likely led to the reported difficulty removing the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional peripheral procedure with a 6fr sheath. Reportedly, there was difficulty removing the device. After some manipulation, the device was able to be withdrawn from the patient anatomy without causing any vessel damage. When the device was removed, it was noted that the foot was partially open, though no separation was noted upon removal. The suture was successfully deployed from the same device and was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.